Event description:
Increased intraocular pressure (intraocular pressure increased). A physician reported that 8 pts developed increased intraocular pressure with the use of healon 5 (hyaluronate sodium) during cataract surgery. This is the report of the second pt. A pt experienced a postoperative intraocular pressure increase in the left eye of 73 mmhg after cataract surgery in 2001. One day after surgery, a paracentesis was performed. Pt also underwent a lysis of vitreous strands the second day after surgery. As of 10/2001, their visual acuity in the affected eye was 20/25 and intraocular pressure was 14 mmhg. No further info was provided. See also healon 5 report #2002088624us, 2002088658us, 2002088662us, 2002088669us, 2002088676us, 2002088696us and 2002088706us for similar reports by the same source. Case comment: increased intraocular pressure is a listed event. The most common cause of this event is inadequate removal of the viscoelastic material used during cataract surgery.